Event description:
A certified surgical technician reports that during intraocular lens (iol) implant surgery, the surgeon noted a line across the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The patient's outcome was good.